Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without ma gnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the trigger cycle was completed. At this time, it was observed that the bottom jaw appeared bent. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full e ngagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The first clip fell out from the jaws. This was repeated with the same result. The sample was disassembled to inspect the internal components. The bottom jaw was found bent. One of the pivot holes for the bottom jaw was also deformed. The jaw spring was disengaged from the bottom jaw and the jog was not completely flush with the jaw legs. The clips were also out of position and stacking on one another in the channel. The sample was returned with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The observed damage to the bottom jaw prevented the clips from loading properly. It is unlikely that a clip stacking issue could cause the damage to the bottom jaw. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip fell from applier at loading" was confirmed based upon the sample received. One sample was returned with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly as they fell from from the jaws. The sample was disassembled to inspect the internal components. The bottom jaw was found bent. One of the pivot holes for the bottom jaw was also deformed. The jaw spring was disengaged from the bottom jaw and the jog was not completely flush with the jaw legs. The clips were also out of position and stacking on one another in the channel. The observed damage to the bottom jaw prevented the clips from loading properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that clips fell from applier at loading. According to the user, they did not stop at the jaws and flew down from the jaws. Therefore, the device was replaced with a new one. All the fallen clips were retrieved; no clip remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73c1900605 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips fell from applier at loading. According to the user, they did not stop at the jaws and flew down from the jaws. Therefore, the device was replaced with a new one. All the fallen clips were retrieved; no clip remained in the patient.